Event description:
It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were deployed on the mitral valve, reducing mr to a grade of <1. On an unknown date, the patient returned to the hospital and echocardiography showed mr had increased to a grade of 4 and a chordal rupture. The two implanted clips remained stable on the leaflets. On (B)(6) 2024, an additional mitraclip was performed, and one clip was implanted, reducing mr to a grade of <1.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury resulting in mitral valve insufficiency/regurgitation (mr) cannot be determined. Tissue damage/injury and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.